Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube. The functional testing could not be completed due to the blank display. The motor passed the motor test. The insulin pump had minor scratches to the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm. Customer pressed the esc and act buttons to clear the alarm but it did not work. Customer stated that they use an energizer alkaline battery. Customer stated that they were not exposed to a high magnetic field and the pump was not dropped. Customer had to discontinue pump use and follow their medical prescription for insulin shots until the replacement arrives.